Event description:
On (B)(6) 2014, the patient underwent treatment of an approximate 6.3 cm abdominal aortic aneurysm. It was reported that both access vessels were tortuous and calcified. The physician elected to treat the aneurysm using an aorto-uni-iliac bypass with two gore® excluder® aaa endoprostheses featuring c3 delivery system. The first trunk-ipsilateral leg component was reportedly able to be advanced up the right side and was deployed with no issue. It was reported there was some difficulty advancing the second trunk through the sheath, so the device was advanced outside of the sheath. The device was reportedly able to be advanced halfway before meeting resistance due to the calcification and tortuosity in the right common iliac artery. It was reported that attempts were made to further advance the device by torquing and manipulating the catheter for advancement, but the device could not be advanced. A decision was then reportedly made to remove the device from the patient and replace the meier guidewire with a stiffer lunderquist wire in order to straighten the anatomy. It was reported there was some difficulty withdrawing the catheter back into the sheath, and the catheter reportedly became caught on the sheath during withdrawal. After the device was withdrawn into the sheath and removed from the patient, the device appeared to have partially deployed at the leading end, and an anchor on the leading end of the catheter appeared to be exposed. There was no reported catheter breakage noted upon removal from the patient. The guidewire was replaced with a lunderquist wire, and another trunk-ipsilateral leg component was reportedly advanced and deployed in the patient with no further issues. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant product: patient medications include albuterol, diltiazem, losartan, magoxide, ranitidine, simvastatin, and terrazosin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4): evaluation summary - the trunk-ipsilateral leg component was returned to gore for evaluation. During investigation, the presence of protruding anchors was confirmed. The slip knot and stitch line appeared to be in place; therefore, there was no pre-deployment of the device. It was also noted that the device had shifted proximally. The findings from the evaluation are consistent with the reported observation that an exposed anchor was observed on the retrieved device. The observation that the device partially deployed at the leading end was not confirmed. Based on the reported information, observed damage to the device, and information contained in the instructions for use (IFU), it was determined that the reported off indication use and use outside of the IFU likely contributed to the event. The root cause for the protruding anchors could not be determined with the currently available information from the engineering device examination. However, the reported off indication use and use outside of the IFU likely contributed to the event.